Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: there were observed pump reboot events in the black box that support a power loss event. A test battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. No damage was found to the power circuit. A test battery cap was used for a 24 hour duration test without any reboots observed. Unrelated to the initial allegation, the display screen was dim and discolored.